Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that, before cataract surgery with intraocular lens (iol) implantation, nozzle of an ophthalmic irrigation/aspiration (I/a) tip immediately sheared off the threading and broke apart. A new tip was opened to replace the damaged unit, and surgery was completed on the same day without any patient harm.